Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: minor dentation on the distal edge. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject rigid video scope exhibited minor dents on the distal edge. There was no patient involvement.